Event description:
On (B)(6) 2008, an ams "pelvic mesh product" was implanted with the intention of treating the patient for pelvic organ prolapse and/or stress urinary incontinence. It was reported that as a result of the implanted mesh, the patient experienced pain, erosion, dyspareunia, additional surgery and other injuries. Report indicates the patient required additional surgery on (B)(6) 2008, (B)(6) 2009. It was also reported that the patient sustained permanent injury.

Manufacturer narrative:
The device implanted in this patient was not specified. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.